Manufacturer narrative:
Bottles 8 (ethanol); 9 (ethanol) and 10 (ethanol) were out of contact with the corresponding sensor for a period which was not sufficient to complete manual replacement of the reagent between 20:02pm and 20:06pm on (B)(4) 2016; and the properties of the corresponding reagent station were reset at 20:09pm on (B)(4) 2016. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Bottle 10 (ethanol) was used for the first time in the final dehydration step of the "gi bx" protocol started in retort a at 20:59pm on (B)(4) 2016; and was subsequently used in the final dehydration step in the "gi bx" protocol started in retort b at 01:06am on (B)(4) 2016. Bottle 9 (ethanol) was used for the first time in the final dehydration step for the "gi bx" protocol started in 21:51pm on (B)(4) 2016; and bottle 8 (ethanol) was used for the first time in the final dehydration step of the "gi bx" protocol started in retort a at 23:39pm on (B)(4) 2016. Based on the information provided by the complainant and information in the instrument logs, it was considered likely that quality of tissue processing from the "gi bx" protocols started in retort a at 20:59pm (B)(4) 2016; in retort b at 21:51pm on (B)(4) 2016; in retort a at 23:39pm on (B)(4) 2016 and in retort b at 01:06am on (B)(4) 2016 would have been adversely affected by the incorrect user action of resetting the station properties for bottles 8-10 (ethanol) at 20:09pm on (B)(4) 2016 without replacing the reagent. Although the user affirmed in the instrument software that the reagent concentration in bottles 8, 9 and 10 (ethanol) was to be set to default value of 100% at 20:09pm on (B)(4) 2016, the actual ethanol concentration in these bottles remained unchanged at 70.0%, 94.2% and 96.6% respectively because these bottles had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 10 (ethanol) was used for the final dehydration step of the "gi bx" protocols started in retort a at 20:59pm on (B)(4) 2016 and in retort b at 01:06am on (B)(4) 2016; bottle 9 (ethanol) was used for the final dehydration step of the "gi bx" protocol started in 21:51pm on (B)(4) 2016; and bottle 8 (ethanol) was used for the final dehydration step of the "gi bx" protocol started in retort a at 23:39pm on (B)(4) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification and functioned as designed during execution of the "gi bx" protocols started in retort a at 20:59pm (B)(4) 2016; in retort b at 21:51pm on (B)(4) 2016; in retort a at 23:39pm on (B)(4) 2016 and in retort b at 01:06am on (B)(4) 2016, from which it was determined that the quality of tissue processing would have been adversely affected. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "gi bx" protocol started in retort a at 23:39pm on (B)(4) 2016. The specific use error was that a user failed to complete manual replacement of the reagent in bottles 8, 9 and 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint of sub-optimal tissue processing. The complainant described the affected tissue samples as under-processed. On (B)(4) 2016, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. On (B)(4) 2016, the fss noted that no reagent(s) had been replaced subsequent to the identification of sub-optimal tissue processing on (B)(4) 2016; and measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The measured ethanol concentration in bottles 3, 4, 5, 6, 7, 8, 9 and 10 was 60%, 80%, 95%, 98% 98%, 65%, 93% and 96% respectively; and the corresponding calculated concentration was 81%, 97%, 99%, 100%, 100%, 100%, 100% and 100% respectively. The fss advised replacement of the reagent in all reagent bottles together with the wax in all wax chambers followed by performance of a validation(s) run using non-diagnostic tissue samples, in order to assess the quality of tissue processing before processing any further diagnostic samples. On (B)(4) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.